Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 day. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on saturday the patient was tamponade and was returned to the operating room for a washout. The patient returned to the intensive care unit and was stable. However, on sunday the patient had a stat head computed tomography and was found to have a herniated brain stem due to a stroke. The patient passed away that same day. The lvad clinician does not believe tamponade was related to the stroke/death. No additional information was provided.

Manufacturer narrative:
The sus voluntary event report mw5078477. Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported events could not be conclusively determined. The instructions for use lists bleeding and stroke as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: additional information was provided by the vad coordinator indicating that the patient had experienced a left middle cerebral artery (mca) ischemic stroke. The patient had bleeding issues post-op and had to return to the operating room (or) on night of implant, where no obvious bleeding source was found. Heparin gtt was initiated on (B)(6) 2018 at 0911, and was stopped at 1015 when neurological changes were discovered. The patient would have started coumadin that evening as well. The device was operating as intended. It was unclear if there was any clot in lv, as the pump was implanted via thoracotomy approach. None were noted by tee during the case and during the return to or for post-op bleeding. The family converted to comfort care. The patient was taken to the or on (B)(6) 2018 for organ donation and was pronounced dead at that time. An sus voluntary report, mw5078477 for this event was received on 15aug2018 stating: pt admitted on (B)(6) 2018 due to non-ischemic cardiomyopathy with cardiogenic shock. Underwent an lvad evaluation which was approved. Pt was taken to the operating room for a heartmate 3 lvad implant on (B)(6) 2018. Surgery went well. Pt was taken to the cvlcu to recover. Pt taken back to the operating room the evening of (B)(6) 2018 due to post -operative bleeding for an exploration of the left chest, no obvious source of bleeding found during the case. Low intensity heparin (on for 1 hour then dc'd) and aspirin 81 mg were initiated on (B)(6) 2018. Pt developed roving eyes, an enlarged left pupil and unable to follow commands on (B)(6) 2018. Neurology consulted. Head CT revealed a massive left mca stroke with. Symptomatic mass effect including midbrain dysfunction. Prognosis grim, should the pt survive he would be left with severe neurological deficits. Decision made by the family was to transition to comfort cares and contact (B)(6) for possible donation. The pt was taken to the operating room on (B)(6) 2018. He was extubated and the lvad was shut off at 0701. The pt was pronounced dead at 0713. Donation occurred after death. Explant date: (B)(6) 2018